Event description:
Spacelabs received a report that a patient monitor failed to alarm and the patient died.

Manufacturer narrative:
A field service engineer tested the subject devices on site and confirmed the devices worked to specifications. We will file a supplemental report when our investigation is concluded. Placeholder.

Manufacturer narrative:
Onsite testing by a spacelabs field service engineer confirmed the involved devices performed to specifications. The testing was witnessed by a facility staff member. An alarm record for the event in question was present in the patient retrospective database. When asked, the customer declined to provide a copy of the database or any ECG strips for further analysis. Due to a lack of customer provided data, root cause cannot be determined. This report is considered complete and the issue closed. Placeholder.

Event description:
Spacelabs received a report that no alarm occurred at the bedside monitor (model 90369 with command module model 90496) or central monitor when a patient passed away on (B)(6) 2014 at approximately 5:00 a.m.